Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Event reported in 2210968-2021-12651.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture frayed and burst while hemming. No adverse patient consequences were reported. Additional information was requested.